Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there was a threshold suspend alert. Customer also states that he was getting a lost sensor alert. The sensor glucose and blood glucose readings are off. Advised customer against calibrating to correct sensor and blood glucose and reviewed the timings of the blood glucose entries. Nothing further reported.